Event description:
Pump declared altitude alarm 21, leading to the customer's insulin suspension due to the alarm condition. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer followed technical support's instructions to clean the pump's speaker holes and attempt to reconnect the cartridge, but initially could not resume insulin. A pump reset was performed by technical support, which resolved the error, allowing the customer to successfully load the cartridge and resume insulin delivery.